Event description:
It was reported that a (B)(6) caucasian female patient underwent breast reconstruction surgery with implant and was presented with 475cc artoura plus smooth high profile and experienced right side deflation. The patient underwent bilateral removal and replacement with catalog number smpb545, (B)(4) on the left side, and with catalog number smpb545, (B)(4) on the right side on an unknown date.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware of the following and corresponding fields have been updated on this form. Date of event was (B)(6) 2022; field b3 has been updated. Date of surgery was (B)(6) 2022; fields d6b have been updated. Manufacturer¿s reference number: (B)(4).